Event description:
It was reported that the bd syringe 5ml ll bns stopper was defective /damaged. The following information was provided by the initial reporter: material #:304656 batch#: unknown verbatim: rcc received a complaint via email. Email(s) attached. Complaint number(s): (B)(4). Product sku: component number (B)(4). Vendor part no 304656 product lot number: 304656 complaint details: ¿it was reported that "syringe leaks upward into chamber above injectate losing pressure for injection to be completed." The customer reported that the syringe was replaced and there was no serious injury identified, medical intervention required, or follow-up care needed.¿

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: three photos were received by our quality team for evaluation. The photos show a stopper that was assembled incorrectly that could lead to leakage; therefore, the reported incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause is misalignment during assembly of the stopper to the plunger. This incident has been added to our database of reported incidents.